Event description:
On (B)(6) 2012, the reporter contacted animas alleging that when trying to change the battery, noticed battery was warm to touch. Reporter denied any injury from battery, any water exposure or signs of corrosion or damage to the pump. The battery cap was changed less than 3 months ago. There is no reported adverse event associated with this complaint. This complaint is being reported because of the allegation that the pump overheated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.